Manufacturer narrative:
Initial MDR 1219913-2023-00121 was filed on apr 26, 2023 reporting an outside the united states customer observed a discordant elevated result for a 29-year-old female patient sample on advia centaur xp ca 19-9 lot 516 when compared to repeat testing on an alternate method. The sample was repeated on the same advia centaur xp analyzer after peg6000 treatment and obtained a lower result. The sample was tested on an alternate method and got a result lower than all other results. Additional information - may 02, 2023. The customer had a sample from a patient with ankylosing spondylitis that recovered 233 u/ml with advia centaur xp ca 19-9 lot 516, but when the sample was tested on an alternate method ca 19-9 assay, it recovered 5.6 u/ml. When the sample was treated with polyethylene glycol (peg) and retested with the advia centaur xp ca 19-9 assay, the result was 25 u/ml. There is no indication of a cancer diagnosis with this patient. All bio-rad controls with ca 19-9 were within the normal ranges. The customer was not able to provide a list of medications/supplements the patient was taking. The sample cannot be sent to siemens for evaluation due to china's customs issues. Treatment of the sample with peg may have precipitated antibodies that were interfering with the advia centaur xp ca 19-9 assay. As stated in the limitations section of the advia centaur xp/xpt instructions for use (IFU): "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." However, since the untreated sample was only tested once, the initial elevated result may have been due to sample integrity. The expected values section of the advia centaur xp/xpt ca 19-9 IFU indicates 3.7% of samples from normal patients recovered >37 u/ml, so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the advia centaur xp/xpt ca 19-9 IFU: "do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation.". The cause of the discrepant results seen by the customer when using advia centaur xp ca 19-9 lot 516 could not be determined, but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. No potential product issue has been observed. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.

Event description:
The customer observed a discordant elevated result for a 29 year old female patient sample on advia centaur xp ca 19-9 lot 516 when compared to repeat testing on alternate method. The sample was repeated on the same advia centaur xp analyzer after peg6000 treatment and obtained lower result. The sample was tested on alternate method and got result lower than all results. The initial result was reported to the physician(s) who questioned the result. There are no known reports of patient intervention or adverse health consequences due to the discordant advia centaur xp ca 19-9 result.

Manufacturer narrative:
An outside the united states customer observed a discordant elevated result for a 29 year old female patient sample on advia centaur xp ca 19-9 lot 516 when compared to repeat testing on alternate method. The sample was repeated on the same advia centaur xp analyzer after peg6000 treatment and obtained lower result. The sample was tested on alternate method and got result lower than all results. The interpretation of results section of the atellica im ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.